Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: persona femur cemented (ps) standard right size 6, catalog#: 42500606002, lot#: 63945121. Persona tibia cemented 5 degree stemmed right size e, catalog#: 42532007102, lot#: 63969048. Persona stem extension tapered cemented 14 mm diameter +30 mm, catalog#: 42557000114, lot#: 64069281. G2 foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, approximately six years later, the patient reports swelling and inflammation around the knee. No intervention has been reported.